Event description:
It was reported that electromagnetic interference was noted on the device which caused inhibition of pacing. The time of the electro magnetic interference correlates to the time the patient was in the shower in the morning. The right ventricular sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.